Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for chronic pancreatitis. It was also reported the customer needed fluids, leading to their hospitalization. The customer's blood glucose at the time of admission was not provided. The insulin pump will not be returned for analysis.